Event description:
Customer claims to have had ears pierced with the inverness ear piercing system at a retail store on 1/3/1998. Shortly afterwards, she sought medical treatment for an infection at the ear piercing site. She was prescribed antibiotics.